Manufacturer narrative:
No device related issues were found during evaluation of the returned pump. A specific cause for the reported event could not be determined. The pump was returned assembled with the driveline cut approximately 31 inches from the pump housing and the severed portion of driveline was returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while attempting to discontinue cardiopulmonary bypass during the implant procedure, the lvad would not produce flow despite the clinician increasing the pump speed. The lvad inflow site was reevaluated and there was evidence of extensive apical breakdown with stellate tears in the myocardium. There was concern that muscle tissue may have entered the lvad causing compromise to flow. The inflow conduit and pump were exchanged. It was reported that the surgeon attributed the event to friable tissue, and that there were no defects in equipment observed.